Event description:
A site nurse reported they were 2 mm inaccurate during an ent case. The surgeon was accurate in the axial and sagittal views and inaccurate in the coronal view only. The surgeon was using the 90 degrees suction when he noted the inaccuracy. The surgeon registered with tracer and felt accurate after the registration with the tracer registration probe, they were not using any other probes while navigating. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Pt weight not available from site. Software has not been evaluated as of the date of this report.